Event description:
Seven days after having a stent placed in the carotid artery (side unknown), the patient returned to the hospital with unspecified numbness. The patient was diagnosed with transient ischemic attack (tia). A follow-up angiogram of the carotid artery revealed an in-stent thrombosis of the previously placed stent. The patient is a male with a history of stroke and hyperlipidemia. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 79%. The carotid stenting procedure was carried out in 2008 and completed without any complication or difficulty. It was noted that there was no thrombus present at the stent delivery site during the index procedure. The patient was neurologically intact when taken from the procedure room and at discharge. On eight days later, the patient felt numbness and visited the hospital. He was diagnosed with a tia, and angiogram revealed an in-stent thrombosis. Heparin and an antithrombin drug were given, and clopidogrel was given internally. The symptoms disappeared within 24 hours from onset. The patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.